Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "patient was intubated w/ 504575 and cuff would not hold air." Customer reports the tube was removed. There was no report of patient harm.

Event description:
Customer complaint alleges "patient was intubated w/ 504575 and cuff would not hold air." Customer reports the tube was removed. There was no report of patient harm.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore , one sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff was inflated to 25mbar with a calibrated endotest. The cuff was able to maintain pressure. The sample was then immersed in water to undergo a leak test. No bubbles were observed flowing out from the cuff under water. There is 100% inflation and deflation testing during manufacturing; therefore, any defects would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff was then inflated to 25mbar using a calibrated endotest and the cuff was not able to inflate. The cuff was observed under magnification and a cut mark was observed. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% inflation and deflation testing conducted at the manufacturing facility whereby any leakage would be detected prior to release. A cut mark was found on the cuff so it is possible that the failure could be induced during product handling, although this could not be confirmed.

Event description:
Customer complaint alleges "patient was intubated w/ 504575 and cuff would not hold air." Customer reports the tube was removed. There was no report of patient harm.